Event description:
It was reported there was a system fault at startup. Multiple customers said it won't startup. When the company representative turned on the programmer, it came on ok. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed a fault at programmer startup; attributed to a faulty lem (link electronic module) printed circuit board assembly. Analysis also found the plastic stand off which secures lem and mpu (main processor unit) connection was broken. System fan was intermittent noisy and rubber pads on lower case were damaged. Stylus tip and cursor did not align on the screen due to the overlay being out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.